Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision procedure to restore lordosis. Dr. (B)(6), (B)(6) hospital, (B)(6) 2018. Instrument issue occurred during a revision surgery. The patient had very sclerotic bone. A portion of the instrument broke off and was not able to be retrieved. It remains deep in the ilium. The surgeon is not concerned and does not feel that the fragment will migrate. The remaining portion of the instrument is available for return. No x-ray images are available. (B)(4).